Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the shower when their device started alarming. A remote transmission showed what appeared to be sixty cycle electromagnetic interference causing the device to oversense. Device troubleshooting was performed and all leads and device were functioning normally. The device remains in use. The patient will have the water lines in the house evaluated for proper grounding. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.